Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. No further information is available. Date of the index surgical procedure. Unknown date (B)(6) 2020. The diagnosis and indication for the index surgical procedure? Gastric cancer. What were the current symptoms following the index surgical procedure? Onset date? No further information is available. A few days after the index surgical procedure. In what tissue was the suture placed? The fascia of the abdominal wall. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. Was there any precipitating stress factor for the report of abdominal wall scar hernia? No further information is available. Has any medical or surgical intervention been performed for the reported event? If yes, please describe. The patient is under follow-up without reoperation. Please clarify what is meant by ¿skin was adhered¿? The skin was not opened. Please clarify what is meant by surgeon¿s comments that ¿usage may have been not good¿? No further information is available. Please also clarify what is meant by surgeon¿s comments that ¿stratafix may not be used on the abdomen¿? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? No further information is available. Other relevant patient history/concomitant medications. No further information is available. Lot number of the device used in the patient surgery. The lot number is unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? The usage may have been not good. (But the rep commented ""there seemed to be no problem with the suture length and start and end of suturing"".) What is the patient¿s current status? The patient is hospitalized. No further information will be provided.

Event description:
It was reported that the patient underwent gastric cancer surgery on an unknown date in (B)(6) 2020 and barbed suture was used. The patient was reported to be thin and when closing the surgical wound, the barbed suture was used for fascia on abdominal wall over 10 cm by continuous suturing. A few days later, abdominal wall scar hernia occurred. The skin was adhered and not opened, and the patient is under follow-up without reoperation. It was reported to be unknown whether the suture was broken. The patient is reported to be hospitalized. The surgeon opined that the usage may have been not good and suture may not be used on the abdomen. It was reported that there seemed to be no problem with the suture length and start and end of suturing. No additional information was provided.